Event description:
Information was received that a 10 cm portion of a smiths medical port tube was pulled out upon removal of the system. The point of rupture was reported to be yellowish, both ends of the device are feathered and torn. Additionally, the material has been reported to be porous. The remaining 10 cm long part was recovered angiographically. No further adverse effects reported.